Event description:
During a laparoscopic appendectomy procedure, the instrument jammed on the third firing. During analysis, it was reported the device delivered malformed staples. There was no reported pt consequence.